Event description:
It was reported that the left ventricular (lv) lead had high thresholds in all vectors with diaphragmatic stimulation in all vectors. The lv lead was turned off and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk, implantable biv defibrillator, (B)(6) 2008; 5076-45, implantable pacing lead, (B)(6) 2008; 694758, implantable defib lead, (B)(6) 2008. (B)(4).